Manufacturer narrative:
One device was received for evaluation. Visual inspection found a missing battery, chipped top case, cracking housing, cracked plunger case, and loose plunger tube. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that mishandling by the customer was the root cause. The plunger tube, carriage, and screws were disassembled and then reassembled to address the issue. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's plunger shaft screws snapped off and jammed clutch/rod. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.